Manufacturer narrative:
Device evaluation: a correlation between the returned explanted device, the reported cardiogenic shock and the patient outcome could not be conclusively determined through this evaluation. Evaluation of the device did not reveal any device related issues. The pump was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were returned attached to the device. The outflow elbow was returned attached to the pump¿s outlet port. Visual inspection of the blood contacting surfaces revealed depositions of tissue-like post-mortem blood in the inlet tube, outflow graft, and through the pump housing. The depositions lacked evidence of laminated layering or denaturation suggesting they were not present during pump operation. The single continuous structure of the depositions appeared to be the result of coagulating blood within the device after the patient expired and the pump was stopped. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The evaluation did not reveal any issues that would have contributed to the reported event. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018 due to cardiogenic shock. The patient had been admitted to the hospital. No further information was provided.